Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmers screen was not working. It was noted that the stylus would not select from the screen, although the programmer worked with known good stylus. The stylus was replaced and calibrated. It was additionally noted that there were broken tabs on the power cord bay door and the handle covers and media bay door were broken. All found defective parts were replaced and all other identified issues were resolved. Reconfigured hard drive, reloaded and updated software and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmers screen and radio-frequency head did not work. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.